Event description:
Adverse event(s): "not seeing 20/20" (vision, impaired). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A consumer reported that she was not seeing 20/20 15 days following intraocular lens (iol) implant surgery. She stated she understood that she was still recovering from surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).